Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the unit's saturation rate was high on the right side. There was no allegation of patient death or serious injury.